Event description:
The physician's vns tablet data was received. Review of the data revealed that diagnostic data did confirm that two system diagnostics test was interrupted at the last office visit prior to the initial report to the manufacturer which appear to have inadvertently changed the patient¿s settings to lead test parameters and no interrogation followed in this visit. It wasn¿t until the date of the initial report to the manufacturer that the settings in question were found and corrected.

Manufacturer narrative:
Unique identifier #, corrected data: initial report inadvertently input na instead of (B)(4).

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #02 inadvertently provided an incorrect assessment. (B)(4).

Event description:
Review of the data revealed a programming event occurred after all diagnostic testing for that day, indicating that the settings change was not the result of faulted diagnostics. Partial programming events on the m102 when using m3000 software do not display when the vns is programmed to 0.00 ma. The m2000 wand will first clear the normal and magnet mode output currents on m102 and then program the desired parameters. A failure after the normal and magnet mode output currents will result in the outputs being programmed to 0.00 ma. The failure is sent back to the programmer as error code 128 and the user is presented with a message stating that the generator may be at unintended settings without confirming the settings. As no interrogation followed the programming event, the physician did not observe that the vns was programmed to the incorrect parameters.

Event description:
It was reported that the patient¿s normal and magnet mode was observed to be programmed to 0.00 ma during a clinic visit. At the last appointment a few months prior, the patient¿s vns settings were adjusted. The patient stated that she was able to feel the magnet swipe the sunday prior to the latest appointment, but was unable to at the appointment itself. No additional relevant information has been received to date.